Manufacturer narrative:
Visual inspection confirmed that debris was causing the upper bearings not rotating smoothly.

Event description:
The angled medium saber attachment was sent for evaluation due to overheating while being tested by the service tech during a routine field service maintenance visit. There was no pt involvement, and no adverse consequences were reported.